Event description:
It was reported that during implant, the right ventricular (rv) lead was placed through a safesheath and removed from the safesheath twice when it was observed the proximal end of the rv lead coils appeared to have unwound or separated. The rv lead was removed and a different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product evaluation summary: the full lead was returned, analyzed and the exposed defibrillation conductor coil was pulled/stretched/overstressed. It was also noted that the distal end electrode was covered in blood and that the lead appeared damaged at implant. The analyst commented that safesheath introducers are splitable introducers. They are designed to only have leads inserted not withdrawn from the introducer. Withdrawing the lead from the introducer could result in damage to the lead and defibrillation coils. (B)(4).